Event description:
During testing by a zoll medical service tech, the device would not power on. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the main board. The device was returned to zoll medical stock.